Event description:
The customer reported that the device shut off during patient use. During an ambulance call for an approximately 15-minute transport of a patient with chest pain, the device rebooted 4 to 5 times. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.